Manufacturer narrative:
Date of event - aware date of 14jul2022 used as event date is unknown.

Event description:
It was reported that a device movement occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). Approximately 155 days post procedure, (B)(6) 2022, during a routine follow up examination it was observed that the closure device had shifted. A future intervention to seal the laa was under consideration. No patient complications were reported.